Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer stated that they let the unit run until the battery depleted. There was patient involvement, but no patient harm. The customer had no patient information to provide.